Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A complainant reported that a patient was implanted with an impella cp for mechanical circulatory support and was escalated to an impella 5.5 a day later. Pericardial effusion was observed on transesophageal echocardiogram after impella 5.5 placement. The patient arrived to the cardiovascular intensive care unit post impella 5.5 insertion and bleeding was noted where the previous coronary intervention was entered for tamponade. The patient continued to bleed. The patient was cold with core temperature of 33 degrees celsius. Hemoglobin was 6.7, international normalized ration was 1.8 and platelets were 47. It was noted by the medical doctor that patient was on eliquis at home which was part of the hesitancy to upgrade the patient until the leg became ischemic. Two units of red blood cells, two of fresh frozen plasma, and two of cryoprecipitate were ordered and given. The axillary site drainage was stable. The chest tube from the pericardial window has put out 800 milliliters in five hours and now was down to 20-30 milliliters per hour. The patient was responding well to volume and the team was able to increase p level and reduce vasopressors. Ten days later, heparin-induced thrombocytopenia was noted. Heparin was changed to bivalirudin. Bleeding was reported to have continued. A computed tomography scan was negative for a retroperitoneal bleed. An esophagogastroduodenoscopy was planned to locate the source of bleeding.

Manufacturer narrative:
The following sections has been updated: d4 catalog number. The investigation for the cardiac bleeding event has been completed. No product was returned. Data logs are not applicable. The cause of injuries was not determined due to no product returned and insufficient clinical information.